Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer reported experiencing ¿low blood glucose episode¿, loss of consciousness, sweating and was unable to self-treat, requiring treatment of juice/sugary drink provided by non-healthcare professional (non-hcp). There was no report of death or permanent injury associated with this event.